Event description:
A 26mm diameter x 15 mm diameter x 16.5cm length aneurx bifurcated stent graft with xpedient delivery system and its components was inserted into a pt for endovascular treatment of a 6cm diameter abdominal aortic aneurysm in 2003. The aneurysm neck diameter was 22 mm and the aneurysm length was 100 mm. The pt has a history of coronary artery disease, hypertension, myocardial infarction, renal insufficiency, cerebrovascular disease, history of colon resection and dementia. It was reported that the iliac artery was tight and very tortuous and the guidewire used in the procedure was not stiff enough; therefore, the 15 mm diameter x 11.5 cm length iliac catheter kinked in the midsection as the physician attempted to cannulate the gate of the bifurcated stent graft. It was reported that the guidewire lumen tubing broke just distal to the runner fuse joint.